Event description:
It was reported that far r wave oversensing was noted on the device during a follow-up clinic visit. Programming changes were made. The patient was in stable condition with no adverse health consequences.